Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated surgical procedure where the device was not placed in surgery mode. The patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.